Manufacturer narrative:
Quality-safety evaluation of ptc: as of 09-feb-2017, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by me rqu in the future, a child case will be opened and an investigation will be completed on me returned device. Based on complaint as reported, the complainant does not report a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-jan-2017: correction: it was confirmed that insert did not actually break (this information was available since 18-jan-2017). Then, the event device breakage was deleted and the case downgraded to other event. Company causality comment: this medically confirmed spontaneous case report refers to female patient who had an attempt to get both essure (fallopian tube occlusion insert) coils inserted. However, during insertion, hcp did not like the placement and attempted to back out the catheter, a fallopian tube spasm occurred and catheter stretched out. No bilateral essure placement achieved. Upon receipt of follow-up information, it was confirmed that breakage did not occur. The event during the procedure, the hcp did not like the placement and attempted to back out the catheter/ catheter stretched out, seen as device deployment issue, is anticipated in essure reference safety information. Given the nature of this event and considering it occurred in association with insertion procedure, a causal relationship with essure cannot be excluded. This case was not regarded as incident, since hospitalization nor surgical intervention was required. According to the product technical analysis, investigation was initiated and the its outcome resulted in an unconfirmed quality defect.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("essure micro-insert breakage during placement"), device deployment issue ("during the procedure, the hcp did not like the placement and attempted to back out the catheter/ catheter stretched out"), fallopian tube spasm ("patient experienced a tubal spasm and the catheter stretched out") and complication of device insertion ("no bilateral essure placement achieved, replacement of one unit was requested") in a female patient who received essure (batch no. (B)(4)) for sterilization. On (B)(6) 2017, the patient started essure. On (B)(6) 2017, the same day after starting essure, the patient experienced device breakage, device deployment issue, fallopian tube spasm and complication of device insertion. At the time of the report, the device breakage, device deployment issue, fallopian tube spasm and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, device deployment issue, fallopian tube spasm and complication of device insertion with essure. Company causality comment: this medically confirmed spontaneous case report refers to female patient who had an attempt to get both essure (fallopian tube occlusion insert) coils inserted. However, during insertion, hcp did not like the placement and attempted to back out the catheter, a fallopian tube spasm occurred and catheter stretched out followed by breakage of microinsert. No bilateral essure placement achieved. Device breakage is anticipated in essure reference safety information. Given the nature of this event and considering it occurred in association with insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Further information and product technical analysis is awaited.